Manufacturer narrative:
After battery installation device display froze at number 6 during count up followed by an unexpected constant audio tone alarm. Problem isolated to motherboard. Unable to perform displacement test, unexpected restart error test, selftest or verify displayable history check failed alarms due to frozen screens. No cosmetic damage noted. No blank display anomalies noted. (B)(4).

Event description:
Company representative reported via phone call that insulin pump alarmed an unexpected restart and a displayable history check failed alarm. The device would not turn on after battery changes. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.